Event description:
The consumer alleges the weld broke, causing him to fall and break his ribs.

Manufacturer narrative:
Model 65450, (B)(4). The product is not being returned by the consumer. It is unknown which weld on the device broke. It is unknown if the consumer was stationary, mobile, reaching or had excessive loading on the device. It is unknown if the device was properly set up. It is unknown if the consumer has read and fully understands the user manual part no 1148077 for this device. Stationary: as stated on page 1 for stationary positions: "the brakes must be in the locked position before using the seat." And "when using the rollator in a stationary position, the hand brakes must be locked." It is unknown if the consumer had the breaks locked while stationary. Mobile: as stated on page 1 for mobile positions: "care should be taken to ensure that all hand and height adjustments are secure, and that casters and moving objects are in good working order before using this or any mobility aid" and "all wheels must be in contact with the floor at all times during use. This will ensure the rollator is properly balanced." It is unknown if the consumer was mobile at the time of the weld break. Reaching: as stated on page 1 for reaching: "do not attempt to reach objects if you have to move forward in the seat. Reaching for these objects will cause a change to the weight distribution of the rollator and may cause the rollator to tip, resulting in injury or damage." And "before attempting to reach objects or pick them up from the floor by reaching down between your knees, place feet securely on the floor. Use extreme caution when reaching for any object." Loading: as stated on page 1 "always observe the weight limit on the labeling of your product." "The rollator basket has a weight limitation of 11 lbs (5 kg). The tote bag has a weight limitation of 10 lbs (5 kg). Items placed in either the basket or the bag should not protrude from the basket or bag." "Do not hang anything from the frame of the rollator. Items should be placed in the basket or the tote bag" and "the backrest should always be in place and is not designed to support the total body weight of the user." Set- up. As stated on page 1: "each individual should always consult with their physician or therapist to determine proper adjustment and usage" and "a physical/occupational therapist should assist in the height adjustment of the rollator for maximum support and correct brake activation." Page 2 gives allowable heights for this device. Model 65450 limits height to: 5'3" - 6'5". The height of the consumer is unknown.